Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is large fluid collection, discomfort, pain, fatigue, and swelling of breast. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side ¿large fluid collection, discomfort, pain, fatigue, and swelling of the breast¿. Device has been explanted.